Event description:
It was reported that the reusable surgical fiber broke after the 3rd use. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber tip was found to be fractured. Additionally, a fiber break found at the proximal end near the input connector and the fiber separated from the connector. The most probable root cause of the device failure was determined to be user handling/excessive bending.